Manufacturer narrative:
A revision was performed and this rv lead was successfully replaced. It is unknown if the lead will be returned to boston scientific for analysis. No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert was issued through the latitude system that this cardiac resynchronization therapy defibrillator (crt-d) detected a high shock impedance measurement. At the time, the manufacturer, model, and serial number for the associated right ventricular defibrillation lead was unknown. Additional information was later reported that at the last patient follow up induction testing was performed and resulted in a shock impedance measurement of 60 ohms. Additional information was reported that another induction test was performed with this cardiac resynchronization therapy defibrillator (crt-d) due to out of range shock impedances. During testing, an error was displayed stating that an open circuit condition was detected. Measurements were taken on the right ventricular (rv) lead and sensing and pacing measurements were normal. It is suspected that one of the rv lead's high voltage conductors is fractured. Detailed information on the lead was obtained. No adverse patient effects were reported.